Event description:
The following has been reported: "during using the pump, the pump alarmed once the power supply was unplugged." Reporting due to the referenced issue (suspected battery issue) as a conservative measure. No adverse event reported. More information is needed to complete the investigation.